Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2021-27841. It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing (pptwo). On (B)(6) 2021, the patient was inappropriately shocked multiple times due to oversensing noise and pptwo and experienced mild discomfort. The ICD was explanted and replaced along with the right ventricular (rv) lead that was capped and replaced on (B)(6) 2021. The patient was asymptomatic and stable post procedure.